Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not loading any CT spine images. The system would load in cranial but would not load in spine or anything using media io. There was no patient present when this issue was identified. An update was provided that the medio io and software was uninstalled and reinstalled. However, when the manufacturer representative went into the spine application after selecting a procedure type, the software went to the splash screen to select an application. Technical services (ts) requested that the representative uninstall and reinstall the spine software again and then they were able to move through the software. The representative reported that some of the CT's still would not download in the spine software but would in the cranial software. The CT's had field of view (fov) of 191mm which was against spine CT protocol but fit in the cranial CT protocol.